Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent alert 38 indicating a motor stall, the device could not rewind, and no foreign material was observed in the insulin chamber; the device was replaced and the patient transitioned to subcutaneous insulin via pen as backup. Symptoms included hyperglycemia with thirst, with a reported peak glucose of 563 mg/dl and several hours above range, without ketone testing or medical intervention. Outcomes included interruption of insulin delivery, need for backup therapy, and replacement of the device. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.